Event description:
Olympus was informed that during an unidentified endoscopic procedure, the users experienced a complete loss of image. The intended procedure was said to have been completed with an unspecified pentax endoscope with no pt injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional information regarding this report without success. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the users' experienced could not be conclusively determined. If significant additional information is received at a future date, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.